Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, infusion set was changed, and insulin delivery was able to be resumed. Additionally, it was reported that the usb cable needed to be at a specific angle in order to properly charge the pump. The issue persisted across multiple usb cables. Customer's blood glucose level was 220 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the alleged malfunction was verified. The alleged battery charging issue could not be verified. The information will be used for tracking and trending purposes.